Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a robotic assisted right hemicolectomy procedure, the stapler was closed and fired. After the stapler was fired, all of the staples did not form. The surgeon had leaks at both ends of the transection. The staples appeared to be formed in the center. The stapler and reload are being sent back for analysis. The surgeon transected the staple line and asked for another stapler. The new stapler worked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.